Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was presented to clinic for routine follow-up. Episodes on non-sustained rv oversensing was observed. Externalized conductors were noted. The sense portion on the lead was successfully capped and replaced on (B)(6) 2016. Patient was stable post-procedure.